Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and functioning well. The physician placed a pigtail catheter in left ventricle to evaluate pressures and hemodynamics. While removing the pigtail catheter, the catheter got caught on the outflow of the valve. The catheter ultimately pulled the valve out of the annulus. The valve was snared into a favorable position in the ascending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.